Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed high impedances. Additionally, reprogramming by an sjm representative did not provide resolution. As a result, the patient underwent surgical intervention to explant and replace (with a different model) the lead. Effective therapy was restored postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.